Manufacturer narrative:
Unit received with high idle current and alarmed a64 during self test due to faulty y1 at rf board. Unit passed the rewind, basic occlusion test, occlusion test, a21 error test, prime/a33 test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that the insulin pump returned an error alarm. Review of the insulin pump's alarm history showed that two error alarms and a motor error alarm were recently returned. Customer reported recently falling from a tree and being hospitalized due to the fall. While hospitalized, the insulin pump was exposed to high magnetic fields. Blood glucose level was 86 mg/dl at the time of the call. No further information was provided.